Event description:
Complainant alleged that the medics were attending a parent giving birth to a pt. Upon the birth of the pt (gender unknown), the medics observed that the patient was presenting a sinus heart rhythm, but that there was no respiration. The medics applied electrodes to the patient and powered-up the device in preparation of pacing the patient's heart rhythm. The medics reported that upon power-up, a "pacer fault 117" was displayed on the device screen, and the device would not function. The pt was transported to the hosp and placed on a respirator. There is no information available on the patient's subsequent outcome.